Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's nurse reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown. The customer was not present at the time of call, so no further information was available. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. No products were returned or shipped.